Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the thoracic aorta. The 12x40mm armada 35 balloon dilatation catheter (bdc) was advanced however it was noted the guide wire did not exit the bdc. Different guide wires were attempted however the same issue occurred therefore the bdc was removed from the anatomy. Another armada 35 of the same size and lot was opened however the same issue occurred. The procedure was completed using another armada 35. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Return device analysis of both armada devices confirmed foreign material inside the hib guide wire port at the proximal glue port area.

Manufacturer narrative:
Visual, dimensional, functional and sem/chem analysis were performed on the returned device. The reported difficulty advancing the device over the guide wire was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Based on the evaluation of the returned device, a potential product quality issue has been identified for the reported difficulty advancing the device over the guide wire. An unknown clear material was noted in the hub guide wire port at the proximal glue port area which resulted in the reported difficulty advancing the device over the guide wire and may be related to a manufacturing issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The additional device referenced in b5 is filed under a separate medwatch report number.